Event description:
On (B) (6) 2010, the pt reported she continues to see air bubbles in the insulin cartridge of her infusion device. She stated that as a result she has had elevated blood glucose readings in the 400-500 mg/dl range with her target range being below 150 mg/dl. Symptoms are nausea, headache, thirst, and fatigue. She boluses insulin via her infusion device to correct her readings. She said she has previously been advised to use room temperature insulin but does not think that would cause air bubbles to form days later. She stated she currently has a large air bubble in the insulin cartridge. She said the cartridge was inserted 5 days ago and typically changes the cartridge every 7-10 days. She was advised to change cartridges every 6 days. She said the air bubbles usually form by the second day of use. She stated her device adapter "is not changed regularly" and was advised to change it every 10th cartridge change. She stated she will change the cartridge and adapter this morning. The proper procedure to change the cartridge was reviewed with the pt. On follow up with the pt on (B) (6) 2010, she stated she changed the adapter and cartridge using room temperature insulin but on the 4th day of use she noticed several large air bubbles in the cartridge. She said she does not think she had this issue with her previous infusion device and the issue was continued with several boxes of cartridges and infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.